Event description:
A ventilator was returned to a third party service center for evaluation. There was no pt harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.